Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of the investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a blood glucose result of 10.0 mmol (181 mg/dl) on the blood glucose meter. The consumer then performed another test getting result of 3.5 mmo/l (63 mg/dl) on the same blood glucose meter. The difference in the readings was determined to be clinically significant. The meter in question will be returned for evaluation.